Event description:
Microbial contamination within the architect system (architect i2000/ i2000 sr processing modules and architect wash buffer) through generation of folate-like by-products (microbial folate) may cause architect folate calibration failures and shifts in architect folate results (quality control and patient results).

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.